Manufacturer narrative:
Product event summary: the controller was without power for a maximum of 13 minutes and 45 seconds. As a result, the reported failure of the "no power" alarm could not be confirmed. However, the reported "power up" event was confirmed. Based on the available information, a possible root cause of the reported loss of power can be attributed to a disconnection of both power sources as described in the event details. An internal investigation has been opened to evaluate events involving the controller losing power and implement corrective actions as required. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received have been updated accordingly. It was reported events of loss of power and no sound. The controller was returned for evaluation.  Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination and functional testing.  Additional testing was performed and involved exposing the controller  to temperatures between 30°c to 40°c  to determine if the "no power" alarm would still sound under higher environmental (ambient) temperature conditions. As a result, analysis of the controller revealed the "no power" alarm functioned as expected, the controller was still able to sound the "no power" alarm. Log file analysis revealed a controller power up event with an associated motor start event on (B)(6) 2017. Fifteen (15) minutes before the loss of power, the controller was connected to an ac adapter on power port 1 and (B)(4) with 94% rsoc on power port 2. Fifteen (15) minutes after the controller power up, the controller was connected to (B)(4) capacities were logged as "204 and 203" which indicates that the batteries experienced a temporary disconnection from the controller in the previous 15 minute interval. Based on the log file analysis, the loss of power may have occurred due to a double disconnection of both power sources, given that one power source connected prior to the loss of power was replaced. Analysis of the controller revealed the the "no power" alarm functioned as expected, the controller was still able to sound the "no power" alarm. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The instructions for use (IFU) warns users that a controller with a blank display or no audible alarms should be replaced. According to the IFU, controllers are expected to function for at least one year. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has not been returned.

Event description:
It was reported that during a routine visit, the patient experienced a power up issue associated with the motor start on (B)(6) 2017. Also, the primary controller version 1.0 was exchanged to version 2.0. The primary controller (B)(4) was tested and it was noted that after the controller was disconnected from both power sources, it did not sound.